Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The erroneous results were reported outside of the lab. Upon repeat lower results were obtained and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The system is routinely calibrated every 8 hours followed by qc samples. Patient internal control samples are run every 4 hours. Prior to each event qc samples were within the lab's established ranges. The shift high was detected on a patient internal control sample. Over a period of two days there were occasional shifts high of 10-15 mmol/l on na and cl results. A field service engineer (fse) replaced the flow cell after finding a crack and replaced the eic. This appears to have resolved the issue. A clear root cause for this event has not been determined.